Manufacturer narrative:
Upon receipt, the available ICD data were inspected. The data confirmed the clinical observation. At a next step, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinised, including a visual, an electrical and a mechanical inspection. During the mechanical inspection, a stylet could not be properly introduced and advanced within the lead's lumen. Analysis demonstrated that this was due to the presence of coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. During the following visual inspection, cuttings in the insulation were noted which resulted presumably from the surgery. No other deviations were observed. The lead was subsequently inspected under the microscope. No further deviations were noted during this inspection. Despite the extensive analysis of the lead, no deviations were noted which might have led to the clinical observation. In particular, no signs of wear were present and the values of the parameters measured during the electrical analysis proved to be within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that one year after the implantation artifacts without inappropriate therapy were noted via home monitoring. No adverse patient side effects were reported.